Manufacturer narrative:
(B)(4). The device and electrode were replaced in early-january. Nothing eventful occurred from a sensing standpoint during the pocket opening or manipulation of the system. Electrode to header connection was confirmed and the tug test passed. The electrode and device were kept exactly in place when explanted and will be returned with the electrode connected to the header. A lateral x-ray was recommended by ts, but the physician declined that opportunity. The patient elected to have a transvenous system implanted after the s-ICD system was removed. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, the device was returned with the electrode attached. The seal plug was intact and the electrode was fully inserted. Prior to decontamination, x-rays were taken of the header/electrode connections and no anomalies were noted. Impedance measurements between the header connections and the corresponding electrode connections were performed and all measurements were as expected. The device and electrode were decontaminated without being separated. Next, the device and electrode were bench tested, with sensing programmed to alternate. The real-time electrograms were monitored while the electrode was manipulated. There were two brief times noise was observed; but the noise was not captured and could not be reproduced despite persistent attempts. The device was then heated to 37c and reconnected to the test fixture in the same vector. Noise was produced and captured on the real-time electrograms when the electrode was tugged near the header. The sensing mode was changed multiple times and the electrograms were monitored while the electrode was manipulated. There was a single questionable blip on the electrogram, but no other artifacts present. No noise was noted using sense b configurations until the device was reheated to 37c and then one blip was observed when the electrode was tugged. Noise could not be produced consistently despite multiple attempts. A CT scan was performed on the device/electrode connections, which determined that the spring contacts in the two header sense ring terminals appeared to be making contact with both the lead terminals and their respective ring terminals. The header was then removed from the device and a second CT scan was performed. The scan showed the spring contacts appeared to make good contact with the lead and ring terminal sidewalls in both connections. It was also noted that the sense b feed thru wire that connects to the terminal block appeared damaged. The feed thru wire was examined and concluded that damage most likely occurred during probing performed for impedance testing prior to decontamination. The feed thru wire/terminal block connection was intact. Further detailed testing was performed in an effort to capture any fast intermittent opens between different configurations, and no noise was observed. The electrode was then removed from the header and microscopic examination of the header port did not reveal any anomalies in the port itself or with the spring contacts. Analysis confirmed the noise and oversensing which resulted in inappropriate shocks in the field, however a root cause was not determined. The noise and oversensing could not be consistently reproduced during analysis to permit troubleshooting to the root cause.

Event description:
Boston scientific received information that the patient received 2 inappropriate shocks. Some myopotential noise with isometrics, but didn't look like the treated events. S-ecgs reviewed by boston scientific technical services (ts), suggesting possible connection issue. Recommended lat x-ray. No adverse events. The field representative was contacted for additional information and confirmed that no chest x-ray has been taken, no interventions have been performed and no further testing was done to the system. Approximately one month later, the patient was seen for a follow-up appointment. It was observed that the patient received another inappropriate shock in alternate vector that occurred in late-(B)(6) 2015. Artifact was seen on the s-ECG, however could not be reproduced in the office setting by palpitating the pocket. When the patient was shocked, they were at home either laying in bed, preparing food, or sitting in a kitchen chair. Ts discussed limited options in programming since secondary vector could result in inappropriate therapy and primary could result in a baseline shift and inappropriate therapy. The field representative plans to discuss further action with the physician. Additional information was provided by the field representative stating the physician has elected to replace the device and electrode. The procedure has not yet occurred and the surgery date has not been set. Boston scientific engineering has requested, prior to removing the products, to observe the electrode and device in the pocket (i.e., twisting of electrode, loosened suture, etc), visual of electrode insertion placement with the header, tug-test prior to loosening setscrew, and return system with electrode attached if confirmed to be tightened correctly; or note if setscrew pulls out of header easily.